Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the specifications and trends of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history and non-conformances was not possible as the lot number was not available based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
The (B)(6) old female patient had a PICC line in place for 14 days to administer long duration (2 to 4 weeks) of IV antibiotics. The line fractured and was leaking at the junction between the hub and the clear flexible tubing. The line was removed but was not replaced with a new line, although another week of therapy was desired the patient was converted to oral therapy. The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. Reportedly the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is still under investigation.

Event description:
The (B)(6) female patient had a PICC line in place for 14 days to administer long duration (2 to 4 weeks) of IV antibiotics. The line fractured and was leaking at the junction between the hub and the clear flexible tubing. The line was removed but was not replaced with a new line, although another week of therapy was desired the patient was converted to oral therapy. The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. Reportedly the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.